Event description:
It was reported that the user experienced a hyperglycemic excursion to 228 mg/dl for about one hour shortly after announcing lunch while using the ilet, with the user indicating he likely ate more than his usual portion and later could not recall the exact foods; no alerts or alarms were reported on the pump, and the glucose returned to range within an hour. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency care, and no hospitalization. Customer care provided troubleshooting and education on meal announcements and meal size entry. Investigation of this case revealed user-related factors consistent with an incorrect meal size announcement leading to a temporary high, with no evidence of device malfunction or alert failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal sizing and carbohydrate announcement.

Manufacturer narrative:
Initial